Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain at the implant site. On (B)(6) 2017 the recipient was recommended a course of oral steroids and antibiotics. Revision surgery is under consideration.

Manufacturer narrative:
The recipient was reportedly prescribed a 4 mg tablet dose pack of methylprednisolone (medrol).

Manufacturer narrative:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This report be any admission of liability, fault or product defect.